Manufacturer narrative:
Investigation indicates that frame movement likely caused the alleged inaccuracy.

Event description:
A medtronic representative reported that the surgeon experienced approximately a 2 mm superior inaccuracy after taking a navigated 3d spin. They completed the left side screws on the patient and decided to take another 3d navigated spin for the other side. The surgeon then said the other side was nearly 5 mm off superior and decided to bring in a c-arm for the remainder of the case. The surgeon discontinued the use of the stealthstation to complete the surgery. There was no delay in the case. There was no impact on the patient outcome.